Manufacturer narrative:
No injury was reported. Qiagen is reporting this incident in an abundance of caution and in accordance with the conditions of approval under the emergency use authorization for this product. Sample results had a CT >30 for bordetella pertussis. The IFU instructs users to do a confirmatory specificity test for samples with CT > 29.

Event description:
A suspected false positive result for bordetella pertussis with the qiastat-dx respiratory sars-cov-2 panel.